Event description:
A dir of nursing reported that a dull blade was noted during surgery. An alternate knife was necessary to successfully complete the procedure. There was no impact to the patient. No additional info is expected for this case. This is the fifth of six reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A sample is expected but has not been received at the mfg site. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).